Event description:
Customer reported being unable to obtain readings due to the adc device error message issue. The customer experienced symptoms of hypoglycemia, feeling extremely hot, sweating, blurry vision, and a loss of consciousness. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(4) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Performed built-in reader test, and all test were within specification. ER-2 (error code 2) was not observed. No malfunction or product deficiency was identified and this complaint is not confirmed/ an extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all test prior to release. All pertinent information available to abbott diabetes care has been submitted.